Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited undersensing. It was noted that during ventricular tachyarrhythmia induction, the detection time was 7.2 seconds. The field representative determined that there were three undersensed complexes which contributed to the longer detection time. This ICD remains in service. No adverse patient effects were reported.